Event description:
It was reported that (3) devices were used during a subtotal gastrectomy. It was reported by the affiliate that the tcr55 reloads locked out. Another instrument was used to complete the case. There was no consequence to the pt.